Event description:
Plaintiff reports initial bilateral implantation 8/6/81 with explant 3/20/90. Plaintiff alleges "injuries as a result of implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone.